Manufacturer narrative:
The reported complaint of "the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Upon visual inspection, noticed a hole on the load plate cover that affects the watertight seal. The observed physical damage was not related to the customer reported complaint. The load plate cover needs to be replaced to address the physical damage. The probable cause for the physical damage was due to user mishandling. The autopulse platform passed the initial functional testing without any error or fault. The archive data review showed occurrence of ua41 (patient temperature sensor failure) error message on the reported complaint date. The patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or during take-up. Checked the cable connection between the temperature sensor and the power distribution board, verified fan (blower) provides cooling for the drive train and other major heat-producing assemblies and no discrepancies were noticed. Observed the sensor response respectively to the temperature increase/decrease. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 250 lbs. With good known test batteries until discharged without any fault or error. As a precautionary measure, the patient temperature sensor was replaced. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification.

Event description:
During deployment for patient use, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The crew reverted to manual CPR. No known impact or consequence to patient information was provided.